Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s son reported via phone call that insulin was not working and had blank screen. Customer¿s blood glucose was unknown. Customer stated that after the previous troubleshoot insulin pump turned on, alarmed failed battery and customer was advised to clear the power loss alarm but insulin pump stopped working even after troubleshoot. Insulin pump will be returned for analysis.